Manufacturer narrative:
The purpose of this investigation was to examine the returned genesis ii patella and genesis ii high flexion polyethylene insert components. The returned patella component has cement well bonded inside the patella cement groove and the cement appear sheared at the patella component/bone interface. The returned component also has the peg damaged. The patella component has pitting and burnishing on the articulating surface. The returned insert has asymmetric pitting on the articulating surface with pitting on the right condyle. The ps post on the posterior side has more deformation towards the right condyle and the anterior side has more deformation towards the left. The ps post also has a deformed area on the right side of the post all indicating a degree of mal-rotation. Examination of the returned patella and insert components did not reveal any features that would have contributed to patella component coming loose.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that a revision surgery was performed due to disassociation of the patella. The patient fell causing the patella to disassociate.

Event description:
When the product was recieved it was found that the insert was revised as well.